Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: b0810164k, implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, lot #: b0810164k, ubd: 31-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen 3000 mcg for a total dose of 281.05178 mcg/day via an implantable pump. It was reported that the baclofen dose was increased on (B)(6) 2018 and despite increasing the dose of baclofen, there was no positive outcome. It was noted they queried to determine whether the issue with the catheter position was noted on a computed tomography (CT) scan. On (B)(6) 2020 a CT scan was performed and the catheter entered spinal canal at l3/4 and it was noted there was a possible interruption from spinous processes of l3/4. On (B)(6) 2020 a catheter myelogram was performed and showed dye leakage in the lumbar spine at 3/4 level. The catheter was explanted/replaced on (B)(6) 2020 and infusion recommended. There was no further problem. Review on (B)(6) 2020 indicated the patient was on a lower dose and was no longer experiencing spasms. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter leakage and the clinical diagnosis was increased spasms. The event required in patient hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.